Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the one of the pegs on the patella trial broke during the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was confirmed by visual analysis, as part of one peg fractured off. Wear such as scratches and pitting was also observed. Material analysis confirmed that the patella was made of the correct material and fracture analysis revealed fracture surface artifacts that suggest a bending overload fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was fractured due to overloading by the user multiple times as there are multiple initiation sites. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.